Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to possible infection. Reportedly, the patient visited to the hospital with redness at the pocket skin observed and a small hole at the end of the incision. A there were no additional adverse patient effects reported. This pacemaker was explanted.